Event description:
Follow up information received identified the patient's pain has been controlled without the use of the stimulator. The physician has indicated no further action was necessary.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient was unable to connect to his scs ipg following an unrelated surgery. Reportedly, the patient stated he had set his scs ipg to surgery mode prior to the procedure. Upon investigation the company representative was not successful connecting to the ipg with a clinician programmer (cp). Surgical intervention may be necessary to address the issue.